Event description:
It was reported by the customer that the berman balloon burst/ruptured (twice) at 400 psi. As a result, a new berman catheter (with a different lot number) was used successfully. It was reported this user is well experienced at using arrow catheters. There were no consequences to the patient. Additional information received on 03/17/2010 stated the balloon burst inside of the ventricle during injection of contrast medium. The second attempt was made with the same result. There was no reported patient injury. A third balloon of a different lot number was successfully used. Further follow up received on 03/26/2010 by (B)(6) stated that it was the balloon that "ruptured" or burst. It was not the catheter that ruptured. The first balloon burst. Then a second catheter was used and the second balloon burst as well. Of course, the customer did not inflate the balloon with 400 or 600 psi, the customer used the syringe to inflate the balloon. Reference MDR #2242445-2010-00022 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.